Event description:
It was stated that 4-5 people werein room pulling pt up in the bed. While doing so pt cut their calf area on their right leg and received stitches. Technician found foot cushion deflated and was advised to send mattress back for investigation.